Manufacturer narrative:
No conclusion code available; the reported field event of an output anomaly was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and an anomalous transistor was found. The damage occurred during hv therapy delivery into a low hv lead impedance load and prevented further hv charging. The root cause of the low hv lead impedance load could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital with a ventricular tachycardia storm, it was noted that the device said it had given atp and hv therapy, but in reality no therapies were given. Circuit damage was observed. The device and was explanted and replaced. The patient was in stable condition post-procedure.